Event description:
It was reported, during mantis surgery, the k-wire of probe broke when it was used for t12 left. There was a delay in the surgery.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer event of the fracture of a xia 3 k wire assy was confirmed via visual inspection of the returned device. The k wire was observed to be fractured near the end closest to the knob and was slightly bent. This bend suggests the application of a cantilever load on the knob during insertion as the wire. Material analysis was performed in a similar complaint investigation and the failure was determined to be the result of ductile overload at multiple fracture initiation sites. Conclusion: the root cause of the issue is likely cantilever forces leading to an overload at the fracture site.

Event description:
It was reported, during mantis surgery, the k-wire of probe broke when it was used for t12 left. There was a delay in the surgery.